Event description:
A customer contacted baxter (B)(4) regarding a cassette that had a pink discoloration inside the tubing. The home patient (hp) is treated with dianeal 5l 1.5% and 2.5%, and no other medicine. There was patient involvement, but no patient injury or medical intervention was reported with this event.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed during the sample evaluation; however, the root cause was not determined. A returned photo of the actual device was visually inspected and confirmed the reported problem.